Event description:
Mother of pt complained that her son's tracheostomy tube holder (dale 242 device) became unattached on one side. She re-attached it but after a while, it became unattached and resulted with her son's tracheostomy tube pulling out. She re-inserted the tube with a good outcome, and attached a new tracheostomy tube holder, another dale 242 device.

Manufacturer narrative:
Visual inspection of the actual returned device found no issues with the device. Functional testing of the actual returned device along side 2 virgin pieces from the same lot noted very similar results for peel test of the hook and loop engagement, with all devices tested having excellent results. The same 2 virgin pieces were soaked in egg whites (to simulate tracheal secretions), for 8 hours. Wet functional test of the 2 virgin pieces while saturated with egg whites, exhibited a very robust hook and loop engagement, even after several dis-engagements and re-engagements. Once dried, the 2 virgin devices were re-tested and maintained their excellent results. It is reasonable to compare the functional results of the 2 virgin pieces while saturated with the actual returned piece while it was in use on the pt. Our conclusion is that the returned actual device is not defective and did not fail in the field. The device depends on the hook and loop attachment being well mated by the user once the tracheostomy tube is attached to it.